Event description:
It was reported that the patient's left hip was revised due to pain, stiffness, resorption and loosening. Surgeon suspects the cause as: "I think her body is reacting to and rejecting the bone cement. An allergy has to be considered." Cement was removed and the stem and head revised. There are no allegations against the revised head.

Manufacturer narrative:
An event regarding loosening involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: a patient had increasing pain and disfunction approximately 3 years after a cemented hybrid tha with an exeter stem and trident psl cup. An MRI showed bone resorption and loosening of the stem. A revision surgery was proposed. More subtle but similar finding were noted on the right. A revision was felt to be likely on the right as well. The surgeon hypothesized that the patient may be reacting to the cement, per perhaps have an allergy. Event confirmation: a left hip revision surgery event cannot be confirmed. Bone loss and likely loosening around a 3 year old left hip exeter stem can be confirmed. Allergy or adverse reaction to bone cement cannot be confirmed. MRI changes only can be confirmed on the right side. Root cause: a root cause cannot be ascertained from the records provided for review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: : a patient had increasing pain and disfunction approximately 3 years after a cemented hybrid tha with an exeter stem and trident psl cup. An MRI showed bone resorption and loosening of the stem. A revision surgery was proposed. More subtle but similar finding were noted on the right. A revision was felt to be likely on the right as well. The surgeon hypothesized that the patient may be reacting to the cement per perhaps have an allergy. Event confirmation: a left hip revision surgery event cannot be confirmed. Bone loss and likely loosening around a 3 year old left hip exeter stem can be confirmed. Allergy or adverse reaction to bone cement cannot be confirmed. MRI changes only can be confirmed on the right side. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pain, stiffness, resorption and loosening. Surgeon suspects the cause as: "I think her body is reacting to and rejecting the bone cement. An allergy has to be considered." Cement was removed and the stem and head revised. There are no allegations against the revised head.